Event description:
It was reported that during the implant procedure, the left ventricular lead had high capture threshold despite the efforts to reposition. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.